Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient had torsades rhythm overnight requiring two (2) shocks to go back into normal sinus. The patient had frequent rhythm issues prior to impella placement and correct positioning evaluated on transesophageal echocardiography (tee) and the patient successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.